Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found insulation degradation at the connector boot area.

Event description:
It was reported that during a device change out procedure, it was noted that the right ventricular lead exhibited an insulation abrasion. The lead was explanted and replaced.